Event description:
It was reported that the catheter was stuck on the guidewire. A jetstream xc atherectomy catheter was selected for use. It repeatedly became stuck on the wire before approaching the lesion. There were no patient complications as a result of this event. It was further reported that the jetstream was stuck on a non-bsc guidewire. The catheter and guidewire were removed together from the patient intact. The jetstream catheter and guidewire were able to be separated once outside the patient. The procedure was completed.

Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, this jetstream atherectomy catheter was evaluated. Visual inspection revealed a kink to the sheath 1.1cm from the tip. Microscopic examination revealed no additional damages. A device to device interaction test was performed and a test guidewire could not pass the kink. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that would have contributed to the reported observation stuck on guidewire. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Manufacturer narrative:
Detailed complaint information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter was stuck on the guidewire. A jetstream xc atherectomy catheter was selected for use. It repeatedly became stuck on the wire before approaching the lesion. There were no patient complications as a result of this event.